Event description:
Additional information received that the device was reprogrammed to address the inappropriate automatic mode switch (ams) episodes. There was also suspected lead damage.

Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) episodes were observed on the right atrial (ra) lead. No interventions was completed at this time. The patient is stable with no consequences.